Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturing reference: 2030404-2015-00086, 3005334138-2015-00111, 3008452825-2015-00121. During a wpw procedure, a cardiac perforation occurred. During a post procedure intracardiac echo, a cardiac effusion was noted. The patient became hypotensive and a pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.